Manufacturer narrative:
(B)(4). Device manufacture date: 27jul2016 to 29jul2016. Device evaluation: result - a sample is not available for evaluation. A review of the device history record was completed for lot # 6207535; all inspections and challenges were performed per the applicable operations qc specifications. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure as no samples were returned for evaluation. Although potential root causes have been identified, an absolute root cause for this incident cannot be determined. Due to an increase in the percentage of patients experiencing high blood glucose levels using the minimed® pro-set®, CAPA (B)(4), (B)(4), and product recall 2243072-12/21/16-001-c have been initiated.

Event description:
It was reported that the patient's blood glucose was 577. Earlier that morning, the customer reported "changing out everything because it was my third day of use". She treated her high blood glucose with a shot then did another complete change. The cannula was noted to be bent.